Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is being filed under a separate medwatch report number.

Event description:
This is filed to report a single leaflet device attachment (slda) it was reported this was a mitraclip procedure to treat degenerative functional mitral regurgitation (mr) with a grade of 4. It was noted one mitraclip had been previously implanted. An ntw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr was reduced to a grade of 3; therefore, no additional clips were implanted and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation appears to be due to the patient anatomy (anatomical/tissue issues). There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation appears to be due to the patient anatomy (anatomical/tissue issues). There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, additional information was received stating the single leaflet device attachment (slda) was observed on 02/03/2023. No additional information was provided.